Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the sampling line to the oxygenator leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
(B)(4). The returned sample was visually inspected upon receipt and it the tubing from the purge line port on the oxygenator appeared to be damaged where bonded to the port. The line was leak tested and found to leak at the port at approximately 40 mmhg. All purge lines are 100% flow and leak tested in process after being bonded to the oxygenator. It is likely that damage occurred to the connection at some point after final release of the product. A review of the device history records revealed no manufacturing issues. Although, a definitive root cause could not be determined, the event is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.